Event description:
The customer reported that the probe handler on the ortho provue analyzer made direct contact with the sample tube and caused the tube to break. The customer indicated that blood splashed inside the analyzer. In the event a user did not detect this type of situation, injury from the broken tube or exposure to blood borne pathogens may occur. There was no report of harm as a result of this event. Exposure to biological fluid was not reported.

Manufacturer narrative:
No definitive root cause was determined. The customer cleaned the analyzer and tested qc and several samples without any issues after the incident occurred. On site service was not required to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.